Event description:
The complainant in the EU had a cp pump placed to support a patient when the pump had to be explanted due to a kink in the cannula. Pump flow then dropped. No harm or injury noted, and pump removed and noted to be successful on the 2nd pump.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. Returned complaint pump visually inspected. Cannula kink observed near out let. No biomaterial or broken blade found. Pump connected to console and run for 10 mins at p-9 to reproduce low pump flow issue. Flow was within specified limits and no low flow reproduced. Failure mode: product damage (cannula kink) changed to failure mode: low pump flow since cannula kink observed under fluoroscopy and pump flow was 1l on auto mode and suction on p-2. The cause of the low pump flow issue was due to a kink in the cannula which likely was related to calcification vessel conditions, which led to this cannula kink during insertion. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25893 as it is unknown if the initial reporter also sent the report to the food and drug administration.